Manufacturer narrative:
Upon receipt the lead under complaint was found cut 54cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. It is reasonable to assume that the lead was cut during the explantation procedure. The analysis revealed further cuts into the insulation between 25cm and 27cm proximal to the lead tip, which most likely resulted from the explantation procedure. However, a thorough analysis of the returned lead did not show any deviations which might have led to the reported oversensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead extracted due to noise. No adverse patient events reported. Should additional information become available, it will be added to this file.